Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative was attempting to interrogate this device without success. Scan and connect was selected on the programmer. However, the patient's device was not found. The local representative reported that the patient had just performed a latitude nxt weekly monitoring check in the morning. Ts confirmed the latitude check which indicated good communication between the latitude communicator and this device. Ts instructed the local representative to apply a magnet over the device to confirm beep tones. Beep tones were confirmed by the local representative. Ts had the local representative perform a 60/60 magnet application to reset the device. The local representative confirmed alternating beeping tones which indicated a successful device reset. The local representative attempted another interrogation which was successful. The available information suggests that this device remains in-service.